Manufacturer narrative:
Additional information: a3, & b7 h6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H6. Health effect - impact code-patient was not revised/ chronic disease-pain

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, underwent left total knee revision surgery due to a ¿left knee aseptic loosening" on (B)(6) 2017. Upon removal of the original tibial insert, plaintiff was implanted with a second recalled optetrak device in her left knee. Plaintiff¿s revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. Following her revision surgery, plaintiff continued to experience pain in her left knee, and plaintiff will be proceeding with a re-revision surgery to remove the second recalled optetrak device implanted in her left knee. No device return anticipated due to this being a legal case. No further information.